Event description:
It was reported that when the devices were used during an unknown procedure, the devices had jammed staples. Another device was used to complete the case. There was no consequence to the patient.